Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the olympus bronchovideoscope was found to have a burned c-cover during service and maintenance of the device. There was no patient injury reported.